Event description:
According to the facility the foley catheter was leaking on the weekend of 9/28 and required replacement.

Manufacturer narrative:
According to the facility the foley catheter was leaking on the weekend of 9/28 and required replacement. Per the facility the patient was not injured. The sample was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.